Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the maryland bipolar forceps instrument had damage on the pulley cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and obtained the following information: the csr stated the procedure was completed on the same system. It was not converted to another system.